Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient indicated that on (B)(6) 2019 they saw a power on reset (por) error code and their stimulation stopped when they started to recharge. They keep the stimulation on or they cannot move. They started to recharge and it came on but wouldn't let the patient turn their stimulation back on. The patient got their patient programmer and changed the time and was able to resolve the por on their own prior to calling. Patient services reviewed the meaning of a por with the patient. The patient noted that when this happened they had no one to call because their healthcare professional (hcp) office closed all but a couple of offices. A manufacture representative (rep) was helping them find a new hcp in (B)(6) 2018. They will be starting at a new hcp office next month in lieu of cps. The patient also noted that when their old hcp was closing they got off of opiates and their new hcp has a different approach to pain management. No further complications were reported/are anticipated.